Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient was admitted to the hospital for having elevated fever and white blood cells (wbcs). The patient was treated with vancomycin and cefepime, intraperitoneally (ip), and discharged home. The patient was readmitted to the hospital a week later for elevated fever, elevated wbcs, and not feeling well. The patient was diagnosed with sterile peritonitis. The patient continued treatment with vancomycin, ip, every 5 days for 2 weeks (dose unknown) and cefepime, ip, every day for 2 weeks (dose unknown). The cause of the sterile peritonitis was unknown. Pd therapy was ongoing. The patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is not confirmed because the disposable product was not returned to baxter, there was no lot number given, and the complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore, the complaint is not confirmed and the assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.